Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on 10-jun-2024, the one infusion set was leaking at the site and infusion set is long for 2 days. The blood glucose level was 200 mg/dl. No further information available.